Manufacturer narrative:
The visual inspection of the speedscrew shows the device was received fully deployed with the anchor still attached. The anchor tip and the cross pin are broken. Both snare lines were completely reeled into the wheels with the clinical suture attached but none of the suture snapped. Functional testing could not be completed as the speedscrew is a single use device; therefore it cannot be tested. The complaint is verified as the physical evidence confirms the anchor is broken. The most plausible root cause for the reported failure "anchor broke" is the user not adhering to the IFU. The IFU included with the device has many warnings and clear instructions on how to properly use the device. The IFU states: over tension the suture could be the cause of the cross pin break. "The implant system requires tension to be distributed through both suture legs to achieve suture lock deployment. The use of a locking suture stitch requires the use of the independent tensioning feature to maintain tension in the suture legs.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that an opus speedscrew anchor sheared off. Broken piece left in patient. An additional bone hole was required to complete procedure. There have been no reported patient complications.